Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during phacoemulsification while performing the "divide and conquer phase", a corneal burn occurred. The surgeon had the impression that there was not enough power, so he increased it to 80% and that is when the burn occurred at the incision site. The extremity of the cornea was white and retracted. Four sutures were used to close the wound. The surgeon reported that he believes the event is due to the fact that the hand piece is used and needs to be replaced.